Event description:
On 9/3/1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: "seriously & permanently injured, was caused & continues to suffer great physical & mental anguish", latex allergy, respiratory disorders.